Event description:
During an endoscopy procedure, a cook fusion omni-tome pre-loaded sphincterotome was used. When stripping the wire guide [using the wire guide breakthrough channel of the sphincterotome to exchange devices] the wire guide only stripped half way and then appeared to get stuck. The wire guide was coming out instead of stripping down the [catheter of the sphincterotome. When they finally got the sphincterotome displayed a crocodile appearance [bumpy edge of used breakthrough channel]. Wire guide access was lost and they had to recannulate with another sphincterotome and wire guide. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved could not confirm the report as it was described due to the condition of the returned device. The breakthrough channel has been utilized fully therefore preventing a functional test to be conducted. During the visual examination, it was noted that the outer edges of the catheter channel are extensively rippled for approx 36cm of the length of the catheter. The ripples were noted to start at approx 44cm from the proximal end of the purple shrink tube. In the same area of the catheter a severe twist in the tubing was noted. Note: twisting of the tubing has not been identified as a cause for difficulty with the break through channel. Since the breakthrough channel has been fully utilized, functional testing of the zip exchange channel was unable to be performed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance in wire guide and wire guide lumen separation can occur if the catheter of the sphincterotome becomes damaged (i.e. Kink). A kink in the sphincterotome can occur if the device receives added pressure during advancement through the endoscope or general handling. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. If the elevator of the endoscope is placed in the closed/up position with the sphincterotome inside the accessory channel, this could cause a kink in the sphincterotome and lead to wire guide and wire guide lumen separation difficulty. Instructions for use states for best results wire guide should be kept wet. Prior to distribution, fall fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective action. Qa will continue to monitor for complaint trends.